Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa se & co. Kg (oekg). Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, following microbes were detected from the sample collected from the subject device. - auxiliary water channel: micrococcaceae (1 cfu/endoscope) the testing result cleared the french guideline. Oekg checked the subject device and found the following. - the distal end insulation was insufficient. - the bending section rubber was slightly leaky. - the light guide lens was chipped. - the objective lens was chipped. - the adhesive of the bending section rubber was worn and torn. - the boot was damaged. - the control section cover was damaged. - the remote switch 1 was worn and torn. - the universal cord was peeled off. - the angulation was insufficient and had play. - the suction function failed and the instrument channel used more than one year was replaced as preventive maintenance. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Suction channel: enterobacteries and pseudomonas aeruginosa (>98 cfu/100ml) auxiliary channel: unspecified microbes (7 cfu/100ml) the device had been reprocessed with a non-olympus automated endoscope reprocessor, wassenburg wd440 adaptascope, using peracetic acid. There was no report of infection associated with this report.